Manufacturer narrative:
It was inadvertently not included in the initial report the following sentence: the descemet's membrane edema was resolved by prescribing steroid eye drops.

Manufacturer narrative:
(B)(6). (Toxic anterior segment syndrome). Device evaluation: a review of the records related to the device that included labeling, manual, trending, and risk documentation were performed. Based on the manufacturing records review, the production order was manufactured according specifications. No issues were identified after completing a process review of our manufacturing and sterilization records. The products were released within specification when this lot was completed and sterilized. The directions for use instructions and precautions sections provide the customer with information on properly handling the device. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the cataract procedure using opo71 patient presented with tass (toxic anterior segment syndrome) and edema and medical intervention was required.